Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the endoscope was incorrectly reprocessed. The scope was reprocessed using an endoscope reprocessor, where the internal air and water filters had not been replaced since the date of install. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, an olympus field service engineer discovered that during an in-service of the oer-elite reprocessor, that the internal water and air filters had not been changed since the date of installation. It is presumed that the instructions for use were not followed, and the filters had not been replaced after expiration; therefore, the endoscopes that had been reprocessed in the reprocessor had not been sufficiently reprocessed. However, a definitive root cause could not be determined. There were no reports of patient harm or infection due to this event. The related oer-elite endoscope reprocessor was reported in medwatch report #9610595-2024-02852. The event can be prevented by following the instructions for use which state: chapter 8 replacement of consumable items -8.4 replacing the water filter (maj-824 or maj-2318). -to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. -warning ·replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.